Event description:
Add'l info rec'd from rptr 04/23/06: I have been diagnosed with and treated for fungal ulcers in both my eyes. This treatment is still ongoing and I will have to have a cornea replacement due to this infection. I have used renu for over two years and still have bottles that I used. I have not worn contacts since 11/2005.

Event description:
I have been on a treatment program for this disease for about six months. My diagnosis is fungal keratitis. In short I now have a permanent scar to my right eye and the only correction will be a corneal transplant. This entire time I have wondered how a healthly person could get such a rare disease. When I heard the report on the evening news monday, I knew the answer. I have been using bausch and lomb renu since the product came out and still have some of the open containers that I used before the diagnosis. This disease renders you helpess, blind and disabled at its peak. Pressure in my eye got to such a level that the specialist treating me was concerned about a rupture which would call for an emergency corneal implant procedure. Not the worst part of the treatment but a frustrating part just the same was that it was mis-diagnosed twice and treated with steriod drops and antibiotics before the correct diagnosis came, only after two cultures of my eye.